Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder would not activate. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were no physical non-conformities with the device and no signs of usage. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)